Event description:
According to the available information, adhesive residue in the packaged double j.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.